Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, there was visible rust inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was unable to power up and there was no audio or vibration detected. The returned battery cap securely attached to the pump; there was no visible damage observed. Unrelated to the original complaint, the battery compartment was observed to be cracked on the side from the threads traveling down to the case seal. The pump was opened and there was evidence of moisture found internally on the battery canister and on the support bracket. Additionally, the audio bolus button cover was damaged and it was unable to be tested for responsiveness due to no power. The bolus button cover was removed and there was removed and there was no moisture or contamination found inside the bolus button compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, there was evidence of moisture in the battery compartment and no damage to the compartment. There was no reported damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.